Manufacturer narrative:
(B)(6).

Event description:
It was reported that when the carrier was removed, the silicone adhesive did not remain on the film and removed with the carrier from the film, so it was impossible to use. No patient harm. No delay was reported. No information about the backup. The sample will be returned for investigation. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
We have now concluded our investigation into this complaint. The device, intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device was confirmed. Visual and functional evaluation of the complaint sample confirmed the failure mode, however, the wound contact surface of opsite flexifix gentle is coated with a gentle silicone adhesive layer that ensures non traumatic removal at dressing changes. The silicone adhesive will feel sticky when compared to an acrylic adhesive and is specially designed to be very soft and gentle, but can soften further, particularly at higher temperatures. This is an inherent characteristic of all of the silicone adhesives and gives them their soft/gentle properties. It is therefore possible if the product has been stored at a high temperature, this could have contributed to the reported issue. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. An ongoing internal project is being carried out into this failure mode, therefore no further actions are deemed necessary into this specific complaint. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.